Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime/compromised force sensor system tests. However, the unit was received stuck in a motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was unable to perform the no delivery test due to the motor error alarm. The unit had a missing end cap stick, scratched lcd window, and cracked reservoir tube lip. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 122 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the insulin pump without incident. The insulin pump was returned for analysis.